Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection vancomycin (1gm once in three days, route and duration not reported), amikacin (125mg daily, route and duration not reported), and fortum (1gm daily route and duration not reported). At the time of this report, it was unknown if the patient had recovered from the event. Action taken with dianeal therapy was not reported. No additional information is available.